Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition, information on the implant registration card states that one channel was left extra-cochlear at implantation surgery. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The user sustained a strong head trauma over the left implant site on the (B)(6) 2020. The parents noticed immediately afterwards that the user was no longer able to hear with the device.

Event description:
The user sustained a strong head trauma over the left implant site on the (B)(6) 2020. The parents noticed immediately afterwards that the user was no longer able to hear with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition information on the implant registration card states that one channel was left extra-cochlear at implantation surgery. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a strong head trauma over the left implant site on the (B)(6) 2020. The parents noticed immediately afterwards that the user was no longer able to hear with the device.